Event description:
During an ablation procedure, a farawave catheter was selected for use. While deploying the catheter into the flower configuration, one petal/spline was observed to be consistently forward deflected. The catheter was removed from the patient, and an attempt was made to manually correct the inverted spline; however, upon reintroduction into the atrium, the issue persisted. The catheter was subsequently replaced, and the procedure was successfully completed with another device. No patient complications occurred. However, returned device analysis revealed the guidewire lumen was damaged distal section of the inner hypotube.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observations of spline planarity issue and spline inversion. During product analysis, an attempt to insert the guidewire was unsuccessful due to resistance within the guidewire lumen. Subsequent dissection identified damage to the guidewire lumen in the distal section of the inner hypotube. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: upon device return and inspection, no damages were observed on the device. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. Due to the condition that the device returned planarity of the splines can't be tested on the planarity fixture. The catheter was dissected to further inspect the guidewire lumen. Upon dissection it was noted that the guidewire lumen was damage distal section of the inner hypotube. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use; however, the failure mode observed during product analysis is consistent with off-label use of the device. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the events of spline planarity issue, spline inversion and guidewire lumen damaged are known events defined in the product risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported spline planarity issue and spline inversion. Based on the product analysis, a guidewire was not able to fully insert through the catheter due to a damage identified in the guidewire lumen. Product analysis found that the guidewire could not be fully inserted through the catheter due to damage identified within the guidewire lumen. Based on the evidence, the unintended use error caused or contributed to event code was selected for the damaged guidewire lumen finding. The damage likely occurred during catheter deployment or undeployment without a guidewire in place, or without confirming that the guidewire was properly and fully inserted to the distal end of the catheter. Improper guidewire positioning or device mishandling during retraction may also have contributed to the observed damage.